Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011 morning, the pt changed out her infusion set/site and cartridge when her blood glucose was 113 mg/dl. She noticed that her blood glucose (bg) was "elevated" 4 hours later so she changed out the infusion site/set and cartridge again and then went to the hospital that night. Upon admittance, her bg was 387 mg/dl with no symptoms. The pt was diagnosed with hyperglycemia, tested positive for ketones, and was given IV insulin, and released the same night. On (B)(6) 2011 morning, her bg was 387 mg/dl. She changed out the infusion site/sites and cartridge again but her bg remained elevated. The pt supplemented her pump treatment with injections on (B)(6) 2011 but her bg reportedly responded "slightly" to the injections. The pt claimed, there were no issues with the infusion sites (abdomen and no issues with the infusion sites. The pump settings were reviewed with the animas rep and there was no indication that the pump malfunctioned. The animas rep advised the pt to discuss infusion site locations with her health care professional (hcp) and to continue working with the hcp regarding current elevated bg levels. The animas rep followed up with the pt on (B)(6) 2011. The pt returned to the hospital on (B)(6) 2011 with a bg of 559 mg/dl with ketones and released the same night. The pt is currently working with her hcp regarding her pump settings. Her bg reportedly has been 50-100's mg/dl since being released from the hospital. There was no indication that the pump malfunctioned; however, this complaint is being reported because, the pt allegedly developed hyperglycemia with ketones which required insulin treatment at the hospital.